Event description:
Litigation papers allege patient will need to be revised due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update** - medical records received (B)(4) 2013. Revision report of the left hip indicates patient had on-going pain, disability and a high cobalt level. Upon revision, the following was found: thin, yellow, cloudy fluid; fair amount of scar tissue surrounding the articulation; slight amount of metallosis at the head and neck junction; evidence of fibrous ingrowth on the back side of the cup. The information received does not change the MDR decision.